Event description:
It was reported per field service report: pump was on patient. Symptom - patient was being transferred from the operating room (or) to the intensive care unit (ICU). In route from the operating room to the ICU, the pump alarmed "20 minute battery alarm" and then 5 minutes later, the pump stopped. The alarm occurred when the pump was being changed out, not while assisting the patient. There were no patient complications and no delay in therapy. Findings/actions taken: battery was last replaced on (B)(6) 2009. Could not confirm if pump plugged in, in the operating room. Customer replaced battery due to failure and fiberoptix (fo) connector due to preventative maintenance.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.